Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was supplied which confirmed the complaint of no cover. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6091894. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter had come in the box without the white needle cover and rubber sleeve. The np-needle was bent from the root of it. No injury or medical intervention reported.